Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station upload was stopped and not communicating. A technical support specialist followed knowledge article - retry mode: tx. Encounter item transaction on patient allergy set table to resolve the upload error, performed a full synchronization to ensure the issue did not reoccur. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had stopped communicating repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.